Event description:
It was reported during the procedure that the helix was not extending or retracting properly. The physician stated that the helix required excessive turns to deploy. The lead was removed and replaced with a new lead. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection. The full lead was returned for this analysis.